Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: the black box shows unexplained por events on (B)(6) 2016. The battery compartment is cracked between the finger pad and the case seal. Returned battery cap is undamaged and able to fit securely. The display screen contrast is dim and reddish. Moisture corrosion is observed in the battery canister. A leak test failed due to a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn leading to the pump to reboot. Reported ¿power¿ complaint is duplicated due moisture corrosion, the cap was fastened and the pump ran for 24hr with no further power interruption, the pump¿s cover was removed; no further moisture or any intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.